Event description:
Consumer reports bd logic readings appear to be much higher than the other meter. Recently had readings of 500, 550 and 450 and compare to the old meter which read 200. No medical attention, however, analysis run on clarke error - bd readings vs. Competitor meter indicates readings exceed expected values and is determined to be a potential malfunction.